Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device was unable to finish set change. Device kept prompting press act of recharger. Customer's blood glucose was unknown. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.